Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, while on the transection of the stomach, the device's jaws were able to close and the green safety button was pressed but the device was not able to fire. Another reload was used to complete the case. There was no patient injury.